Event description:
A user facility reported this lma would not remain inflated during pt use. There was no pt injury or problem. The device has been returned to lma and will be forwarded to the MFR for evaluation.